Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that blood glucose levels increased to 15.0 mmol/l (approximately 270 mg/dl) while wearing the pod between 37 and 48 hours on the abdomen. The cannula reportedly came out of the patient¿s body, indicating it had become dislodged from the infusion site, and the pod was leaking during wear. No treatment details were reported.